Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that patient's system was explanted during an unrelated procedure. A lead was fractured and left partially implanted. As a result, surgical intervention may be undertaken to address the issue.